Event description:
Elegance study. It was reported that a dissection occurred. The subject underwent treatment with the two ranger drug-coated balloons on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in left distal superficial femoral artery (sfa) extending to left proximal popliteal artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 4 mm. The lesion length of 250 mm with 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, pre-dilatation was performed with a non-bsc pta balloon 3 mm x 200 mm, then treatment was performed using ranger drug coated balloons of 4.0 mm x 200 mm and 5.0 mm x 60 mm. Post-target lesion treatment, balloon dilation was performed with a non-bsc pta balloon of 4 mm x 120 mm and 5 mm x 120 mm. Following the treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2021, during the index procedure, a dissection of grade b in the target lesion was noted due to study devices and a non-bsc bare metal stent was deployed in response. On the same day, subject was discharged from the hospital on clopidogrel and aspirin.